Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced an adhesive event with an infusion set after being used for 3 days. Patient reported the use of additional tape fixomull to secure the infusion set. Patient does not perspire heavily. No further information available.

Manufacturer narrative:
(B)(6).